Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509717m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, blood transfusion and surgical intervention. While the physician was operating the thermocool¿ smart touch¿ sf bi-directional navigation catheter to perform the rpv roof ablation, a cardiac tamponade developed. The symptom was resolved with sinus pruritus. The procedure was completed. Drainage was performed and blood transfusion was performed, but hemostasis was not achieved, and surgical treatment was performed. The physician commented that no discomfort when using because it was the physicians first time to use it, did not feel strange. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 15-sep-2021. The patient is a 65 years old male (80kg). This adverse event was discovered during use of biosense webster products. Drainage and blood transfusion were performed, but hemostasis was not achieved, and surgical treatment was performed. Patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed. Needle details were unknown. There was no evidence of a steam pop. The event occurred while the catheter was being manipulated to perform the roof of the right pulmonary vein ablation. Therefore, section a. Patient information, fields b 2. Is hospitalization initial/prolonged , h 6. Health effect - impact code and d10. Concomitant medical products and therapy dates were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).